Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the alteplase infusion was ordered for a dose of 1mg/hr and after a series of alteplase bag concentration changes--0.05mg/ml initially, then 0.125mg/ml, then back to 0.05mg/ml, and then back to 0.125mg/ml--the infusion was discovered to be programmed incorrectly to infuse faster than ordered, 20ml/hr versus 8ml/hr. After discovery, the drug was ordered for a concentration to coincide with the therapy in the guardrails drug library--0.05mg/ml to be infused at a rate of 20ml/hr. No new bleeding was noted; no report of patient harm.